Event description:
It was reported "the spring wire guide was unable to be smoothly advanced after dilator was put". No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the spring wire guide was unable to be smoothly advanced after dilator was put". No patient harm reported. A new gu idewire was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire, one dilator, and the product lidstock for analysis. Signs of use were observed on the returned components. Visual analysis of the guide wire revealed multiple kinks and bends throughout the body. The guide wire was unraveled from the proximal end. The distal j bend was slightly misshapen but intact. Microscopic examination confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared to be full and spherical. Visual inspection of the dilator revealed a bend in the body towards the distal tip. The major kinks/bends in the guide wire measured at 40mm, 122mm, and 168mm from the distal tip. The broken core wire measured 597mm which is within the specification of 596-604mm per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The guide wire outer diameter measured 0.853mm which is within the specification of 0.838-0.877mm per guide wire product drawing. The dilator body total length measured 5 3/8" which is within the specification of 5 1/4"-5 3/4" per dilator product drawing. The dilator inner diameter at the distal tip measured 0.038" which is within the specification of 0.036"-0.038" per dilator product drawing. The returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit which states "hold spring-wire guide in place and remove introducer needle and arrow raulerson syringe (or catheter). Use dilator to enlarge site as required." The guide wire was threaded through the returned dilator. The undamaged portions of the guide wire passed through the dilator with minimal resistance. A manual tug test confirmed the distal weld was intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and dilator met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.